Event description:
During an embolization procedure the coil prematurely detached and also broke however coil was fully recovered. There was an aneurysm of the front communication situated at the left a1 a2 junction. It was situated in the "t" of the left a1 segment part of bifurcation. There is not right a1 segment part. The aneurysm size was measured to be (3.5x3.0) mm (length x diameter), 3.2mm of "collet" (the aneurysm entry), which was seen to be square and very small. At first it was decided to treat this aneurysm with a simple standard procedure.